Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the touchscreen is locking and pumping too fast. It was reported that the patient had a bit of swelling.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The warranty seal is in tact and the sticker on the pump indicates calibration isn¿t due until september 2016. The flo steady pump was received with the following flo steady select software program. The pump was visually inspected for any signs of damage such as scratches, dents, or corrosion due to contamination. None were seen. A cassette tube set was inserted into the pump, it was observed a device error and motor error would just flash repeatedly on the display screen when trying to run. The errors it prevented the pump feature from being activated. The pump's internals were inspected, the chassis was found bent and the r100 resistor on the pcb board cracked. The probable root cause for the errors is the motor and the probable root cause for pumping too fast is due to the cracked r100 resistor which were both caused by possible user misuse.

Event description:
It was reported that the touchscreen is locking and pumping too fast. It was reported that the patient had a bit of swelling.